Manufacturer narrative:
According to the customer, reprocessed gomco circumcision clamps were reported to have components that came apart during the procedure, creating a safety concern. In a few cases, excessive bleeding was reported more than 24 hours after circumcision that was not explained by another factor or variable. The customer also reported mismatched components on the gomco clamps, such as a bell labeled 1.3 used with a base plate labeled 1.45, which was identified as a serious safety concern. Additionally, the bell was reported to not seat flatly onto the base plate, creating an uneven surface that made achieving a straight cut of the foreskin difficult. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, reprocessed gomco circumcision clamps were reported to have components that came apart during the procedure, creating a safety concern. In a few cases, excessive bleeding was reported more than 24 hours after circumcision that was not explained by another factor or variable. The customer also reported mismatched components on the gomco clamps, such as a bell labeled 1.3 used with a base plate labeled 1.45, which was identified as a serious safety concern. Additionally, the bell was reported to not seat flatly onto the base plate, creating an uneven surface that made achieving a straight cut of the foreskin difficult. No additional information is available at this time.